Manufacturer narrative:
A partial lead measuring 25cm in length was returned. Analysis of the returned portion was normal. No anomaly found. All electrical measurements were normal. Without the return of the entire lead a full analysis could not be completed.

Event description:
It was reported that the patient received an alert due to high impedance. Lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.